Event description:
It was reported that the patient connector on the transfer set could not be connected to the titanium adapter when the transfer set was changed. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). A review of all batch record documents for lot number h13c19066 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection, leak test, clear passage test, and clamp function test were performed with no issues noted. An integrity of seal test was performed with no issues noted. The interior diameter of the patient connector was measured and was found to be within specification. The reported problem could not be confirmed. The root cause of the reported issue can not be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted